Event description:
Patient came into clinic on (B)(6) 2021 with an elevated ldh. Patient currently listed for transplant at atrium. Patient started on a heparin gtt and transferred to atrium health for hopeful transplant in light of elevated ldh. Patient unfortunately developed worsening symptoms of heart failure and cardiogenic shock. Patient also had known ascending aortic dissection as well as severe aortic insufficiency, which was impairing her lvad efficacy. Medical management attempted with vasodilators and inotropes. Unfortunately, the patient developed worsening aortic insufficiency, worsening aortic root dilation, progressive lvad thrombosis and progressive respiratory compromise with diffuse infiltrates that were not responsive to diuresis. Patient developed progressive acute kidney injury. Consults were placed for consideration of percutaneous management of aortic insufficiency and consideration of lvad exchange. The patient was deemed too ill for surgical options and anatomy was not amendable to percutaneous interventions due to dissection and aortic root dilation. After many discussions, the family elected to make her a dnr and the patient passed away on (B)(6) 2021.